Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. Unit was monitored and no blank display noted. Alarm in the history due to corrupted history file. Unit received with minor scratched display window. Unit received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The father of a customer reported via phone call that the insulin pump alarmed and his daughter has high blood glucose of 414 mg/dl at the time of incident. Troubleshooting found that the insulin pump has a blank display before and after a battery change. Customer is calling back after receiving a new battery cap and the new cap does not resolve the issues with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.